Manufacturer narrative:
It was reported the patient had been in a hospital very ill and was transferred to this hospital after receiving multiple shocks from the device. Six days later the patient arrested and received several shocks for vt/vf that successfully terminated the rhythm. One episode showed oversensing that terminated the post-shock pacing. The patient arrested again later and external shocks were delivered as the rate was below the programmed rate cut off (rco). The zone rcos were therefore reprogrammed from 230/250 bpm to 200/230 bpm. The patient underwent a percutaneous coronary intervention (pci) to the left anterior descending artery (lad) and during the procedure the patient arrested again. It was reported that 54 episodes had been recorded with vf that were all successfully terminated with shock. The exact date of death was not reported to the field representative, but it was noted the device was deactivated post-mortem on (B)(6). The device was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received approximately 49 shocks over approximately 39 treated episodes. It was noted the post-shock pacing was terminated early due to oversensing when the patient was bradycardic or in asystole. Device data was to be submitted to technical services for review. At the time, not all episodes had been viewed on the programmer and saved to the server. However, an initial review of the available episodes found the patient was in ventricular tachycardia (vt) or ventricular fibrillation (vf) with appropriate shocks delivered that initially converted the arrhythmia before it started up again.